Manufacturer narrative:
Previous and recent f/u reports from the physician have stated that the pt has had multiple collagen injections (5 per year) since the alleged positive skin test. Thus, the diagnosis and costart are changed to local non-immune test response. In the most recent f/u report form the physician, dr declared that the etiology for the systemic symptom of "tingling" has not been determined and never will be. No treatment was ever required for "tingling".

Event description:
A pt reported that she received her first skin test on 3/12/97. She immediately noted redness the size of a pinhead where the needle pierced the skin; the redness resolved spontaneously in about 2 days. She also noted tingling the first two days after the test was performed; the tingling sensation extended from the test site to the wrist. She could not recall if the tingling was there for the entire two days. After two days, the tingling resolved spontaneously. She denied any redness, itching, swelling or firmness, and stated there has been no recurrence of the tingling sensation. The physician believed the symptoms could be related to the test. He advised the pt to be retested.